Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found dead on (B)(6) 2025 after several days of not answering phone calls. A wellness check was calling in on (B)(6) 2025 when the patient was found deceased in their bed. The patient's equipment was returned to ucsd on (B)(6) 2025. Log files were reviewed, and they captured intermittent low flow events and flags between (B)(6) 2025 @ 21:14:17 & (B)(6) 2025 @ 4:39:01. The 14v batteries and ebb were allowed to drain. The pump operated as intended until power was lost.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined though this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Several low flow hazard alarms were captured throughout the file and were associated with elevated pulsatility index (pi) values. Although a specific cause for the alarms could not be conclusively determined, the account communicated that the alarms likely occurred while the patient was hypertensive. The file captured the full depletion of the 14-volt batteries on (B)(6) 2025. The controller backup battery powered the system until they were also depleted, and the pump stopped on (B)(6) 2025. A specific cause for the full depletion of the batteries could not be conclusively determined. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the hm 3 patient handbook, rev. A, are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters including pump flow and pulsatility index (pi). Section 2 of the IFU, ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 of the IFU, ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of death was not determined, and no additional details regarding the death were available. The death was not considered to be device related, and the device operated as expected. It was unknown how long the 14v battery and ebb were working until they were found to be depleted. The patient had a history of hypertension, and the site assumed that the patient's low flows were due to the patient being hypertensive.